Manufacturer narrative:
D3. MFR establishment name: correction. H3 and h6. Codes: updated. Device evaluation: received one (1) used nrfit administration set attached to nrfit cassette. As received no damage or anomalies were observed. The sample was leak tested using a hydrostatic pressure pump. No leakage was observed. The complaint of leakage cannot be replicated or confirmed. A device history record review could not be conducted as the lot number was unknown.

Event description:
It was reported that liquid leakage occurred near the cassette-side connection point. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.